Event description:
It was reported that unspecified over-sensing was noted on a patient's right atrial (ra) lead. The doctor elected to explant the ra lead and replace it with a new lead. The patient was stable.